Event description:
It was reported that the device delivered inappropriate high voltage therapy for a non-ventricular arrhythmia. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.